Event description:
A hospital in (B) (6) reported that on (B) (6) 2008, a pt was admitted to the ICU after surgery. The pt was being ventilated on a servo I ventilator with an mr850 respiratory humidifier and an rt210 adult breathing circuit. At about noon, on (B) (6) while the pt was being ventilated on the servo I on the set up described, the nurse caring for the pt smelt burning and returned to the pt's room to investigate. The nurse found the ventilator was smoking. She then took the pt off the ventilator and called the respiratory therapist who was in a pt's room next door. The ventilator was then taken to the bio med who found water in the expiratory cartridge of the ventilator. It was reported that there was excessive rain out in the expiratory tube of the rt210 breathing circuit which was thought to have shorted out the cartridge and caused the ventilator to smoke. No pt consequence was reported.

Manufacturer narrative:
(B) (4). We are currently gathering more information regarding this event including further information about the ventilator involved. The ventilator was made by another manufacturer. We were unable to do a lot check on the rt210 adult breathing circuit or the mr850 respiratory humidifier as no lot information was provided. We have forwarded this complaint to the manufacturer of the ventilator.